Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the implant attempt, the lead dislodged, and the helix retracted. Following this, it was no longer possible to extend the helix with more than 20 turns. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.